Event description:
It was reported that the pt had a granuloma at the tip of the catheter that restricted flow. The healthcare provider resected the catheter and removed the granuloma which was "shaped like an egg and hard". A new catheter was placed above where the granuloma was. It was noted that the pump was also replaced. The pump was used to deliver morphine 45mg/ml at a daily dose of 11mg. Following surgery the daily dose was decreased to 2.165mg. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).